Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had high impedances on their lead. As a result they lost effective therapy. Surgical intervention was undertaken to replace the lead. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.